Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope screen displayed a sandstorm image. The event occurred during the therapeutic procedure. The intended procedure was completed. The device was inspected before use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The customer returned the device for evaluation and inspection. The customer's allegation of sandstorm image could not be confirmed. Additionally, it was noted that the bending section cover had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of a displayed a ¿sandstorm image¿ was caused by contamination of the electrical contacts of the system. Olympus will continue to monitor field performance for this device.